Event description:
The pt reported that in 2009 at 3:30 am, she woke up and felt sick and her blood glucose measured 345 mg/dl. She injected insulin via syringe to lower her blood glucose. She disconnected from the infusion site and bolused 5-10 units of insulin and no insulin dripped from the end of the infusion tubing. She believes the infusion set was clogged and no e4 was displayed on the infusion device. At 10:30 am, her blood glucose measured 296 mg/dl and she injected insulin via pen. Her normal blood glucose level is 110-115 mg/dl. No further info is available. The pt did not required medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.